Event description:
It was reported that (1) device was used during a rectum procedure. It was reported by the affiliate that the tsb45 instrument would not cut and would not staple. A reload was inserted and used to complete the case. There was no consequence to the pt.